Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had an unrelated surgery and didn't set their ipg into surgery mode and their ipg became inoperable. Troubleshooting was able to recover the ipg. Therapy was restored.